Event description:
Edwards received notification from our affiliate in canada. As reported, three years post tavr with a 23mm sapien 3 ultra valve, the patient was short of breath. Echocardiography showed a mean gradient across the valve of 28mmhg, without any signs of calcification, leaflet thickening, nor thrombus. It was decided to post-dilate the valve using a non-edwards 23mm balloon, and the procedure went well. After procedure, the echocardiography showed a mean gradient of 17mmhg. The perceived root cause of the event was that the valve was originally under-expanded.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint of valve increased gradients was unable to be confirmed as no imagery nor medical records were provided. As per information provided by the site ''the valve was originally underexpanded.'' The available information suggests that procedural factors (underexpanded valve) likely contributed to the event. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.